Manufacturer narrative:
Age or date of birth: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. Inflation was performed at 8 atmospheres (atm), 10 atm, and 14 atm for 10 seconds respectively. However, during the third inflation, the balloon ruptured in the middle. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.